Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected motor alarms or motor anomalies were noted during testing. Test p-cap locked into the reservoir tube successfully. Pump successfully downloaded to thump. No unexpected motor alarms were noted in the history files or traces on the event date. Pump had no bolus deliveries on 27-nov-2023. The pump was cut open and found moisture damage on the pcba 1 and the force sensor. The following were noted during visual inspection: pillowing keypad overlay. Possible over delivery was not confirmed during testing or in the history files. Pump passed full drive test. Unable to confirm low bg. Unable to confirm exposure to magnetic fields. Pump exposed to moisture confirmed on the pcba 1 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a current blood glucose value of 132 mg/dl at the time of the event. Troubleshooting was performed. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event and the auto mode feature was not active at the time of the event. The customer was treated for low blood glucose with food. The symptoms the customer reported were shaking, sweating, mental confusion, weakness, and fatigue. The customer alleges the pump was over-delivering because the pump did not suspend. The pump was worn during a test done during or near magnetic resonance imaging and the customer confirmed about 5 to 6 weeks ago. The customer stated that the pump wouldn't suspend and that sugars just dropped leading up to the event. The customer stated blood glucose value was below 40 mg/dl but not the exact number at the time of the report. No further patient complications were reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.